Event description:
Patient revised to address loose femoral and tibial components. Surgeon stated incorrect cuts during primary led to loosening.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported device loosening; however, provided information stated incorrect bone cuts made in the original surgery were contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.